Event description:
Customer reported that he had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 565 mg/dl. Customer stated that his insulin pump has absence of no delivery alarm. Customer stated that the infusion set cannula was bent and the insulin pump did not alarm to alert him that he was not getting any insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02085.